Event description:
It was reported that the patient¿s blood glucose reached 280 mg/dl while wearing the pod for less than an hour. It was discovered that the pink slide insert did not move into the viewing window and being unsure if the cannula was properly seated in the infusion site (leg). After removal, the cannula was found bent. As treatment, a new pod was applied and a correction bolus was given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.